Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. In addition to the reportable findings documented in b5, the additional evaluation found the following: the switch box had a scratch, the air/water cylinder (aw-cylinder) had no color and had foreign objects, the suction cylinder (s-cylinder) had no color, the right/left/upward/downward angulation control knob (r/l/u/d) knob) had discoloration, the switch flexible printed circuit (sw fpc), plug unit, circuit board unit in suction connector (s-connector), scope connector cover (sc) cover, and cable unit had corrosion due to water leakage, due to damage on channel tube (ch-tube) the water tightness was lost, due to dirt on objective lens the foggy image occurred, due to wear of angle wire, the play of upward/downward knob (u/d knob) was out of the standard value, the objective lens had a scratch, the light guide lens (lg lens) had a crack, the connecting tube had a buckling. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal video scope [cables and flushing lens was defective. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material was found in the air/water tube, cylinder and jet tube. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented handling the device in accordance with the following instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.